Event description:
Additional information was received indicating defibrillation threshold (dft) testing was performed. The shock impedance measurement was within range. The svc coil was removed from the shocking vector and the shock impedance was 72 ohms. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited increasing shock impedance measurements. Recently, high out of range shock impedance measurements were observed. There was no noise observed on the lead and all other diagnostics were acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.